Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was straight measuring 5 cm in length, 24 - 25 mm in diameter. The iliac arteries were straight forward and were not calcified. It was reported that the bifurcated stent graft delivery system was inserted to the intended location without complication and the stent graft was deployed to the level of the contralateral gate. The contralateral limb was successfully inserted and deployed. When five stent rings of the ipsilateral limb were still within the graft cover the physician inadvertently pulled the delivery system down and the physician felt some resistance. The procedure was stopped and the stent graft was found to have been pulled down 2 cm. The sleeve was pulled down onto the bare springs and one of the bare springs got caught on the sleeve and caused the stent graft to invert over itself. The limbs were intact distally. At this point the remainder of the stent graft was deployed. The physician was then able to push the delivery system up and away from the stent graft. The physician then tried to pull the delivery system through the crumpled stent graft but was unable to do so. The physician then pushed the delivery system up and advanced the tip above the stent graft as far as possible, recaptured the tip and spindle above the stent graft and was then able to get the delivery system through the stent graft with some resistance. The physician then needed to balloon the inverted stent graft with a reliant balloon; however, during this attempt the balloon burst. The balloon was removed from the patient and it was confirmed that none of the balloon parts were left in the patient. The physician thinks the balloon burst due to the barbs on the bare springs. The area that was being ballooned was in the aneurysm part of the aorta. Then a balloon 18 x 4 cm xxl pressure balloon was used and multiple inflations were performed. Two inflations were good and on the third inflation the balloon burst also due to the barbs. Then two balloons were inserted for inflation in a kissing technique and these were a 14 x 4 cm and 16 x 4 cm xxl balloons. The inverted stent was squeezed with the balloons enough to place an endurant aortic cuff from the flow divider to below the renal arteries. There was a good seal and there were no endoleaks present. No clinical sequelae were reported and the patient is fine. Films were received and their evaluation was completed. Review of returned films pre-implant show a long and moderately angulated proximal neck. The 3.5cm aaa contained thrombus (2.5cm flow lumen). The distal aorta was 17mm x 25mm with calcification, and the iliacs were straight. No obvious anatomical issues were seen that may have contributed to the events. Images during and post-implant were not provided.

Manufacturer narrative:
(B)(4) method: (films). Results: inherent risk of procedure (removal difficulty, kink); incorrect technique/procedure (delivery system pulled down before stent graft deployment completion). Conclusion: . User error contributed to event (delivery system pulled down before stent graft deployment completion).